Manufacturer narrative:
(B)(4). Event date: only event year known: 2022. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: (B)(6) hospital, model: lxmc14, device lot number: 26654, date of surgery: (B)(6) 2021, adverse event term: dysphagia, severity: moderate, relationship to study device: causal relationship, intervention/treatment: none: no. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? Blank n/a. Dilation performed: yes. Indicate type of dilation? Pneumatic. Date of dilation: (B)(6) 2022. Drug therapy: yes. Outcome: not recovered/not resolved, recovered/resolved.

Event description:
It was reported via clinical trial patient (B)(6) experience, dysphagia.  Relationship to study device: causal relationship.

Manufacturer narrative:
(B)(4); date sent: 5/3/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 26654 batch number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.